Event description:
A caller reported that their t:slim x2 pump battery would not charge, and the pump screen was dark and unresponsive. This issue caused the caller's blood glucose level to exceed 500 mg/dl, recorded as "high." In response, the caller administered a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Technical support instructed various troubleshooting steps, but the pump remained unresponsive, leading to the decision to replace it. The customer will use mdi therapy to ensure continuous insulin delivery until the replacement pump, equipped with updated software, is received. A return process for the malfunctioning pump was also established, and the caller acknowledged the procedures for receiving and setting up the new pump.